Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels, failed battery test and unexpected restart alarm on the insulin pump. Customer's blood glucose level was 457 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting was performed. Customer advised they were able to clear the failed battery test however the unexpected restart alarm occurred after inserting a new battery. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test, low battery alert and unexpected restart error noted. (B)(4).